Event description:
Tech alleged that the bed had loss of ground. No pt impact.

Manufacturer narrative:
The tech found the ground pin missing in the power cord plug. The tech replaced the power cord plug to resolve the issue.